Manufacturer narrative:
A specific root cause could not be determined. As the field service representative discarded the suspect sample probe, further investigation of the probe was not possible. Possible causes related to the probe include an issue with the structure of the probe or sample material build up the surface or inside of the probe.

Manufacturer narrative:
(B)(4).

Event description:
The customer received error messages indicating short samples over several days and received a questionable low ldhi2 lactate dehydrogenase acc. To ifcc ver.2 result for one patient sample. The initial result was 6 u/l with a data flag and was reported outside the laboratory. The sample was repeated on another cobas 6000 c (501) module in the laboratory and the result was 221 u/l. The patient was not adversely affected. The reagent lot number was 18597001 with an expiration date of 09/30/2017. The field service representative suspected there was an issue with the sample probe as the customer reported the sample probe had gel on it and numerous short sample alarms were received. He inspected the system, replaced the probe, and checked the adjustments. The customer ran qc and was satisfied with the results.